Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome. It was reported that the patient saw an eri message. The patient stated that they met with a rep sometime the previous summer to check the device and they told them the device would need to be replaced eventually. The patient stated that 2-3 weeks ago they started seeing an eri message. The patient stated that they were hospitalized for an unrelated issue and they fell out of their bed onto the cement floor. The patient stated that since that fall they started having trouble getting coupling boxes filled in. The patient stated that this had been happening for a year or so or longer. The patient stated that they weren't certain when it started. The patient was walked through clearing the eri screen and to contact their healthcare provider (hcp) regarding the elective replacement indicator. No symptoms were reported. No further complications were reported or anticipated.